Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076, implantable pacing lead, - (B)(6) 2011; 4194, implantable pacing lead, - (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient was experiencing fast ventricular tachycardia (vt), and the device successfully delivered anti-tachy pacing (atp) in order to resolve the vt. However, the device subsequently delivered an unnecessary shock, placing the patient into another vt event. The device will be reprogrammed, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.